Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/06/2003 and was previously repaired at medicrea on 12/09/2013 for maintenance. Evaluation of the device confirmed the device to be outside calibration specifications. Repair of the device included replacement of the standard repair parts and proper calibration of the device. Improper handling most likely caused the improper calibration of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece had calibration failure. There was pt involvement and more skin has been cut off than usual and no alternate device was retrieved fro the use and the surgery went on with a delay of around 10 minutes.